Event description:
Our rep. Is reporting the following to us: in a meniscal repair procedure with the use of omnispan for fastening, the 1st fastener deployed fine, 2nd one misfired. Loaded a second needle and the silicone tubing fell into the patient; surgeon removed the item, then proceeded to use a new applier & needle to complete the procedure. Upon investigating the applier, it seems bent. They are not reporting any patient consequences. Only the applier is being returned, the fasteners have been discarded. Also see associated MDR 1221934-2013-00350.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 2 other dissimilar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause would be over penetration of the tissue resulting in the movement of the silicone tube which led to it falling off of the needle. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting the following to us: in a meniscal repair procedure with the use of omnispan for fastening, the 1st fastener deployed fine, 2nd one misfired. Loaded a second needle and the silicone tubing fell into the patient; surgeon removed the item, then proceeded to use a new applier & needle to complete the procedure. Upon investigating the applier, it seems bent. They are not reporting any patient consequences. Only the applier is being returned, the fasteners have been discarded. Also see associated MDR 1221934-2013-00350.